Event description:
It is reported that the pt was revised due to loosening.

Manufacturer narrative:
Eval summary: updated info received via operative notes. Compatibility was verified with no issues noted. Review of the primary operative notes does not indicate root cause. Full range of motion and excellent patellar tracking were reported with the final components. It is unk if the cement was allowed to cure with the knee unk if the cement was allowed to cure with the knee in full extension. Revision operative notes indicate the tibial component was not identified to be grossly loose but had suspected micro-motion as it moved using osteotomes without difficulty. Frozen sections did not reveal any acute infection. Root cause remains unk at this time. Eval codes: device history records were reviewed and found to be conforming. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. The info provided of this form was previously submitted under mfg report number 1822565-2013-00143.